Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down on (B)(6) 2022 by their spouse, who had called 911 and the left ventricular assist device (lvad) team and had subsequently started cardiopulmonary resuscitation (CPR). Emergency medical services (ems) arrived and transported the patient to the closest hospital, where lifesaving efforts were unsuccessful. The patient's controller was obtained from the hospital and log files were sent for analysis. The log files captured some low flow events starting (B)(6) 2022 at 03:11 which were intermittent at first, but then became more frequent starting (B)(6) 2022 at 09:38 through 10:06. Additional scattered low flow events were noted after this time and continued for the remainder of the log until the driveline was disconnected on (B)(6) 2022 at 10:46. Additional information was received that reported the patient had trouble keeping food down in the morning of the incident; it was unclear if any other issues were noted around the same time. It was not determined if the death was considered to be lvad related but the device reportedly operated as expected. The device would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022. The pump operated as intended at the set speed for the duration of patient support. The log file recorded transient low flow alarms on (B)(6) 2022 that eventually became more sustained. On (B)(6) 2022 at 10:46:50 the driveline and external power was disconnected from the controller, which is consistent with the reported patient death. The log files appeared to capture the pump operating as intended. (B)(6) was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.